Event description:
The drill broke while drilling a femoral tunnel. It has been reported that there was no patient injury or procedural complications during the procedure. No further details are available at the time of this report.